Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to operate. Complainant was unable to provide any further information regarding the nature of the failure. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. During incoming functional testing at zoll medical's technical service department, the device powered up without display.